Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result that was generated by the unicel dxi instrument. The customer questioned an elevated accu tni result of 1.188ng/ml and the result was not reported out of the lab. The customer indicated that since the result was a critical value, the sample was repeated and the repeated accu tni result was 0.00ng/ml. After reviewing the lower (repeated) accu tni result, the pt sample was retested for accu tni using a different chemistry analyzer for confirmation. The repeated accu tni result was 0.00ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.